Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "w. From biomed called to state they just received a iabp due to it 'shutting off and going blank, then restarting itself' while on a patient. Patient was reported to be fine". Discussed that is not normal operation and asked for further details however staff did not know". The pump was exchanged for another pump.